Event description:
It was reported that patient experienced leakage with his current artificial urinary sphincter (aus) device. No information about the patient outcome is available at the moment. Additional information was requested, however, no further information is available.